Manufacturer narrative:
The device history record review could not be performed since no lot number was provided. There were no photos or physical samples received for evaluation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. At this time, a corrective and preventive action is not deemed necessary. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.

Event description:
The customer reported that the indwelled foley catheter came out on its own. The indwelled location was urethra and bladder. After 2 days of the operation, the catheter came out on its own. Upon confirming it, all the water in the cuff was all gone. There was no patient harm reported, and no additional treatment was required.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.